Event description:
It was reported that the pt presented with recurrent herniated l4-5 disk with severe right l5 radiculopathy and degenerative lumbar disk disease. The pt underwent a posterolateral fusion l4-5 with a peek device and rhbmp- 2/acs. Posterior fixation instrumentation was also used. Gelfoam was used to cover the laminotomy site and the decompression sites. A deep drain was placed. On pod 7, the pt presented to the emergency room with severe pain. MRI showed a seroma collapsing and compressing the thecal sac. A surgical intervention was performed on pod 7 to drain the seroma. Two deep hemovac drains were placed.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filling this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the report event.